Event description:
A nurse reported that during a procedure, system messages were displayed, the illuminator did not work and the firing tone from the laser was poor. The surgeon switched to an auxiliary illuminator and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative cleaned the discoloration from the table top illuminator and recalibrated the tone to address both issues. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system message (sm)¿ can be attributed to discolored contacts in the table top illuminator. However, how or when the contacts became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).